Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient experienced twiddlers syndrome and the left ventricular lead dislodged. The lead was explanted and replaced.